Event description:
It was observed during the olympus device evaluation the videoscope was not displaying an image and only showing lines and flickering when angulated. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus and evaluated. In addition to the reportable malfunction (videoscope was not displaying an image and only showing lines and flickering when angulated), the evaluation found the following non-reportable malfunction(s): leaking on light guide cover glass; excessive frayed wires on bending section; failed isolation test. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported issue occurred due to a damaged image sensor unit. The cause of the damage could not be specified but it is likely an irregular stress was applied to the bending section while the user was handling the device. Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected by handling the device in accordance with the following instructions for use (IFU): chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic system_ inspection of the endoscopic image¿ the event can be prevented by handling the device in accordance with the following instructions for use (IFU): "important information ¿ please read before use: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient" olympus will continue to monitor field performance for this device.